Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported a patient underwent a squinted eye surgical procedure on (B)(6) 2011 and suture was used. Postoperatively, the patient was fine. After two weeks, the eye was inflamed due to a fibrotic reaction around the knot of the suture. There was no infection. The suture was removed after three weeks.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. The seals are all complete with no channels, spottiness of damage. The samples were opened and inspected and no issues were found with either the seals or the foil.